Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 33 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed incorrectly. The customer's caregiver did not know what the correct settings on the insulin pump should be. It was advised that the customer's healthcare professional be consulted to correct the programming. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.